Event description:
The physician was treating a female pt who presented with a very large m1 occlusion along with a carotid that was 90% occluded. The pt was treated approx 6 hours after onset of symptoms. The physician tried ballooning but the vessel would not stay open. The physician placed a stent in the carotid, then proceeded to make a first pass with a concentric retriever l5 and was able to remove some clot. The physician made a second pass with the same retriever. While pulling back the retriever through the stent, the retriever became stuck in the strut of the stent and the tip of the retriever broke off. A second stent was deployed to overlap the first stent and trap the detached retriever tip. According to site personnel, the pt had a good outcome.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The mfg records for retriever l5 devices that were shipped to the site, lot numbers 32606, 32646, and 32676 were reviewed and no anomalies were found that are related to this complaint.